Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a decrease in shock lead impedance measurements. Technical services (ts) reviewed the values, and impedances went from 105 ohms to 45 ohms. The lowest value record is 30 ohms. There are no low impedance alerts. Additionally, there was an abrupt change in the saturation count, noise count and normal sinus rhythm-t count. Ts discussed possible causes and recommended getting x-rays. Additional information was received which reported a save to disk was performed and a review of the system impedance trend found impedance averages were 70 ohms with one additional outlier around 20 ohms. Ts discussed that system placement is not perfect, however the electrode remains in place, but this should not be the cause of the low impedances. The device is programmed to primary vector. Ts recommended performing a patient-initiated interrogation in two weeks for serial impedance measurements and or to see if it can be re-created. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a decrease in shock lead impedance measurements. Technical services (ts) reviewed the values, and impedances went from 105 ohms to 45 ohms. The lowest value record is 30 ohms. There are no low impedance alerts. Additionally, there was an abrupt change in the saturation count, noise count and normal sinus rhythm-t count. Ts discussed possible causes and recommended getting x-rays. Additional information was received which reported a save to disk was performed and a review of the system impedance trend found impedance averages were 70 ohms with one additional outlier around 20 ohms. Ts discussed that system placement is not perfect; however the electrode remains in place, but this should not be the cause of the low impedances. The device is programmed to primary vector. Ts recommended performing a patient-initiated interrogation in two weeks for serial impedance measurements and or to see if it can be re-created. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and the device is programmed too primary. The xiphoid process was rubbed and palpated around the device and impedances measured 75 ohms. No observations of noise were observed. Checked the device in secondary and the same thing occurred. No signs of trauma were noted. It was recommended to send in data for review. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a decrease in shock lead impedance measurements. Technical services (ts) reviewed the values, and impedances went from 105 ohms to 45 ohms. The lowest value record is 30 ohms. There are no low impedance alerts. Additionally, there was an abrupt change in the saturation count, noise count and normal sinus rhythm-t count. Ts discussed possible causes and recommended getting x-rays. Additional information was received which reported a save to disk was performed and a review of the system impedance trend found impedance averages were 70 ohms with one additional outlier around 20 ohms. Ts discussed that system placement is not perfect; however the electrode remains in place, but this should not be the cause of the low impedances. The device is programmed to primary vector. Ts recommended performing a patient-initiated interrogation in two weeks for serial impedance measurements and or to see if it can be re-created. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and the device is programmed too primary. The xiphoid process was rubbed and palpated around the device and impedances measured 75 ohms. No observations of noise were observed. Checked the device in secondary and the same thing occurred. No signs of trauma were noted. It was recommended to send in data for review. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which data analysis confirmed impedances have been lower values and they are coming more frequent. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.